Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall: 1052693-06/13/16-001-r strip. Meter and test strips were returned. No investigation required: test strips are expired and customer did not allege product defect. Root cause: rc-074-manufacturer-processing error. Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: (B)(4).

Event description:
(B)(6) is calling for customer. Caller called for assistance with true result meter. Customer is not alleging product defect. Advised customer product has been discontinued. The customer did not report symptoms. Medical attention with use of product was not reported. Customer was converted to true metrix product line. Customer satisfied. The test strips are expired: 04/15/2018. Customer test strips have been affected by the recall.